Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. G2: australia. Additional associated products & mdrs 00598800300 size 3 precoat cemented stemmed a/p wedged tibial lot# 63885791, MDR: 0001822565-2023-02872. 00598802012 12mm diameter 100mm length offset stem ext combined length 145mm lot# 63981070, MDR: 0001822565-2023-02873. 00598802013 13mm diameter 100mm length offset stem ext combined length 145mm lot# 63941617, MDR: 0001822565-2023-02874. 00599003410 prc agmt block dist sz d 5mm lot# 63683407, MDR: 0001822565-2023-02875. 00599401491 left size d cemented option femoral lot# 63850332, MDR: 0001822565-2023-02876.

Event description:
It was reported that approximately 5 years post implantation, the patient was revised due to pain and instability. No obvious cause for instability was identified during the revision procedure. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned provided pictures identified explanted implants which were covered in blood. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: hinged left total knee arthroplasty with no hardware failure or loosening. No fracture seen. Complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.